Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the afib-farapulse procedure faradrive steerable sheath was selected for use. It has been mentioned that after inserting catheter into the sheath, lots of air bubbles were noticed during aspiration in the flushing line and syringe. It was suspected that the hemostatic valve was not functioning as expected. Perfusor at 20ml was used for irrigation. No leak or air in patient was seen. The procedure was completed successfully using different faradrive sheath. No patient complications occurred. The product was received for analysis.

Event description:
It was reported that during the afib-farapulse procedure faradrive steerable sheath was selected for use. It has been mentioned that after inserting catheter into the sheath, lots of air bubbles were noticed during aspiration in the flushing line and syringe. It was suspected that the hemostatic valve was not functioning as expected. Perfusor at 20ml was used for irrigation. No leak or air in patient was seen. The procedure was completed successfully using different faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.